Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility biomedical technician reported that a lcd display problem occurred at power up on a 2008t hemodialysis (hd) machine. The staff originally stated that a burning smell emanated from the display when it was powered on. No smoke was visible, and no flames or sparks were present. There was no patient connected to the machine at the time of the incident. Following the event, the system was removed from service and the biomed performed a visual examination of the device. The biomed found heat damage on the logic control board, as evidenced by the presence of charring on the board. The biomed replaced the logic control board which resolved the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up provided by the biomed revealed that heat damage was identified on the power logic board, as evidenced by the presence of charring on the board. The biomed replaced the power logic board to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.